Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4). Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Percutaneous coronary intervention (pci)). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. As reported, calcium may have been pushed up by the bav resulting in a coronary occlusion. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), prior to implant of a 26mm sapien 3 valve in the aortic position using transapical approach, after balloon aortic valvuloplasty (bav) was performed, the patient¿s blood pressure dropped. Adrenaline was given and the patient¿s hemodynamics were slightly increased, but were still unstable. Echocardiography showed aortic regurgitation greater than moderate. A 26mm sapien 3 valve was immediately deployed with 1ml less than nominal inflation volume and landed 80:20 aortic/ventricular as intended. As hypotension persisted after valve deployment, cardiac massage was performed. Percutaneous cardiopulmonary support (pcps) was initiated and coronary angiography revealed narrowed left main coronary artery. Percutaneous coronary intervention (pci) was performed to the left main. The patient was weaned from pcps and left the operating room after regaining hemodynamic stability. Per the operator, calcium may have been pushed up by bav resulting in a coronary occlusion. The annular area was 437.0mm2 with moderate-severe aortic valve calcification. Left and right coronary ostium height measured 13.3mm and 15.0mm, respectively.